Event description:
Boston scientific received information that this cardiac resynchronization therapy-defibrillator (crt-d) experienced pacing inhibition due to oversensing of noise on the right ventricular (rv) channel when the patient experienced a coughing fit. Lead measurements were reported as 484 ohms impedance, pacing threshold .6 volts at .5 milliseconds, and an r-wave measurement of 4.6 millivolts. Intermittent ventricular fibrillation markers also were observed. There was no report of adverse patient effects.

Manufacturer narrative:
A boston scientific technical services consultant (ts) advised programming the device's automatic gain control to a less sensitive setting, and if that does not resolve the issue, implanting a separate rv pace/sense lead could be considered. Approximately two months later, the pace/sense portion of the guidant rv lead was capped, and a competitor's rv pace/sense lead was implanted. There was no report of adverse patient effects. This event will be reopened and updated if additional information is received. The device was explanted approximately four and a half years later for normal battery depletion and was returned. The device underwent standard analysis testing. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.